Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report that a vacuum was not able to be pulled from the pump reservoir following two mris. Agent reported that a physician's assistant (pa) from the office of the patient's managing physician came to the inpatient facility to complete the pre-MRI procedure. The pa reported that they completed the procedure exactly as the instructions directed. It was reported that there were eight scans during the MRI, and that at least seven of the eight were under ten minutes in duration. It was also reported that the "sar" was programmed at "normal" levels as opposed to "grade 1". Following the MRI, the patient did not have their pump refilled immediately due to the office lacking the proper new medication. When the pa returned to complete the post procedure, they were not able to pull a vacuum from the reservoir. Agent reported that the pa aspirated approximately 5 ml before aborting the post procedure. The pa did not refill the pump or turn the pump back on. The patient reported a lack of pain relief due to the pump being turned off. The pump was later explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c and again the pump produced fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 1.931 ml (97%) of the expected volume. A 58.5 cm section of catheter was returned. It was found to be patent with air and swi. Engineering attempted to pull a vacuum from the reservoir per the complaint, and was successful. Engineering opened the valves by using a magnet, and successfully pulled a vacuum from an empty reservoir. The issue in the complaint was not confirmed. No issue found with this unit. The unit worked per the design specification. Internal complaint number: (B)(4).